Event description:
Pt had bard perfix mesh plug hernia repair at another facility. Pt has had chronic debilitating pain since that repair. Mesh plug and keyhole mesh explanted. At surgery dense adhesions with genitofemoral nerve entrapment by mesh found as well as stricture around spermotic cord with chronic venous congestion.